Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be the cartridge sensor not operating as intended, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. A1 updated, d3, g1, and g2 email is: regulatory.responses@icumed.com, corrected data: h6: health effects.

Event description:
It was reported the pump was not working properly. It was not giving them any alerts, remaining volume had been wrong, and am/pm timing was off. The patient noticed one night that cartridge was empty, but pump never alerted them, and pump stated there was still volume remaining. Patient changed the cartridge because they have been on therapy for a long time and knew it was about time to change, however they did not know how long the cartridge was empty. The pump never alerted them, and pump stated there was still volume remaining. Patient reports feeling queasy the next day but didn't think it was related to the pump issue from the night before.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.